Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: 3555-31, product type: screening device. (B)(4).

Event description:
It was reported by the consumer that the external neurostimulator (ens) lock to lock the wire in was damaged. It was noted the patient was undergoing a trial for spinal pain. There were no symptoms reported. It was also reported the trial lead came out of the multi-lead trialing cable (mltc). The patient's mom was able to get the lead re-secured, and the following day the lead worked its way out of their back. The patient received great relief the two days the lead was in the back and was going to proceed to permanent implant. This event didn't have anything to do with the external neurostimulator (ens), it was that the lead came out of the mltc.

Manufacturer narrative:
Concomitant products: product ID: 977d260, lot# va0vsc6042, product type: screening device. Product ID: 9 77d260, lot# va0vsc6042, product type: screening device. Product ID: 355531, lot# n544224, product type: screening device.